Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values eight days after the sensor was inserted in the abdomen. The significant other found the patient unresponsive. The cgm reading was 42 mg/dl. There was no mention of bg taken, alerts or alarms at that time. The significant other attempted to treat the patient with 15 grams of oral glucose and sips of soda; however, this caused the patient to vomit. Because of this and the patient's irresponsiveness, the significant other called an ambulance. When the patient arrived at the emergency department, the bg by the nurse was approximately 30 mg/dl. The hypoglycemia was treated with unspecified medication. At the time of the call, the patient was still hospitalized and feeling better. There was no documentation of further medical evaluation or intervention for hypoglycemia. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.